Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a consumer via our affiliate in (B)(4). (B)(4). This report involves a (B)(6) female patient who was administered sculptra (poly-l-lactic acid) on (B)(6) 2007 (dosage and indication are unknown). Medical history is unknown. Concomitant medications include estrogen and progesterone. A (B)(6) female consumer spontaneously reported that she experienced painful red elevations after sculptra injection. She had her first injection on (B)(6) 2007 and the second injection was seven weeks later on (B)(6) 2007. She has two areas of redness that have become white and are painful. For a week, the redness has become more pronounced. She applied ice and took advil (ibuprofen, dose nos). She saw the physician on (B)(6) 2007 and was told there was nothing to be done to help her ("he was not worried"). She reported that the dermatologist reconstituted the product prior to the administration, not in advance.

Manufacturer narrative:
(B)(4). Brr (batch record review) without hint to root cause. The brr is done on a routine bases during our release procedures. The brr was repeated concerning the reason of complaint. The brr gave no indication of problems during the manufacturing process with regard to the reason of complaint. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the dhrs (device history reports) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their evaluation. Conclusion: no faults detectable.